Event description:
This case was reported by a consumer and described the occurrence of degenerative disc disease in a male patient, currently (B)(6), who received super poligrip (formulations unknown) and super poligrip free denture adhesive cream (formulation (B)(4)) for 15 to 19 years for denture adhesion. A physician or other health care professional has not verified this report. Family history is significant for heart problems. On an unknown date, the patient started super poligrip (formulations unknown). On an unknown date, the patient switched to super poligrip free. The patient did not provide details about the reason for the switch. In 2003, at an unknown time after starting superpoligrip, the patient experienced liver disorder ("bad liver") and (B)(6). At the time of reporting, the patient stated that he now has stage 4 liver disease. In 2005, the patient experienced back pain and was placed on hydrocodone bitartrate + acetaminophen (vicodan). The patient subsequently experienced leg cramps requiring treatment with diazepam (valium). In 2007, he was diagnosed with a 40 percent blockage in a coronary artery in the back of his heart. He reported that in (B)(6) 2009 he was admitted to the hospital for two to three days for back surgery involving "discs, screws and cement" and was discharged to home. The patient underwent outpatient rehabilitation twice (dates not provided). The patient also reported that he cannot stand too often, cannot walk much, uses a cane, or scooter, or walker and has been tired "for a while". He reported that this year he is having more headaches whereas he had no headaches in the past. He stated that his doctors told him it is possibly related to medication. The patient was treated with methadone, blood pressure pills, sublingual nitroglycerin, unspecified blood thinner and aspirin. At the time of reporting, the outcome of the events is unknown.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for super poligrip free is known while the lot numbers for unknown variants of super poligrip are unknown. It is unknown whether the product(s) will be returned for quality assurance testing. (B)(4). Add'l lot# r10166.